Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon device was implanted into the patient during a robotic-assisted supracervical hysterectomy + sacrocolpopexy + bilateral salpingectomy + sling revision and removal + placement of retropubic sling + perineorrhaphy + cystoscopy procedure performed on (B)(6) 2016 for symptomatic pelvic organ prolapse, recurrent stress urinary incontinence and history of previous sling placement with sling exposure. During the procedure, there was concomitant supracervical hysterectomy with bilateral salpingectomy as well as revision/removal of a prior sling that had been placed in 2000. During peritoneal closure after placement of the y-mesh, they noted a large bowel superficial serosal tear (approx. 4 cm in length on the sigmoid colon); upon consult with a general surgeon, they decided to reinforce the serosal tear with a running stitch using 3-0 v-loc suture in one layer. The patient was also implanted with a sparc sling system during the same procedure.